Manufacturer narrative:
Correction to h6: "type of investigation" and "investigation conclusions". Correction to h11: this report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing the device evaluation and the final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: >100 cfu, bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1 cfu, bacterial identification: n/a. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: apr 30, 2025 sampling from: all channels cfu: 1 cfu bacterial identification: champignons filamenteux sampling date: (B)(6) 2025, sampling from: operating channel, cfu: 2 cfu, bacterial identification: bacillaceae, kocuria rhizophilla. Sampling date: (B)(6) 2025, sampling from: aspirating channel, cfu: 2 cfu, bacterial identification: micrococcaceae. Sampling date: (B)(6) 2025, sampling from: air channel, cfu: 1 cfu, bacterial identification: micrococcaceae. Sampling date: (B)(6) 2025, sampling from: water jet channel, cfu: <1 cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels cfu: <1cfu bacterial identification: pseudomonas aeruginosa the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. The most probable cause of the complaint is "failure to follow instructions" which indicate that problems traced to the user not following the manufacturer's instructions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.